Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced a blood glucose (bg) level displayed as ¿high¿ on the continuous glucose monitor, although specific value was not provided. Customer also had a ketone level identified as dangerous by a healthcare provider. Customer addressed bg by administrating a manual correction injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.